Event description:
Reportedly, during the programmer software upgrade (smartview 3.00), an error message was displayed on the screen. The user click on abandon to cancel the installation. After restarting, the programmer remained blocked with a message indicating that the software integrity was uncertain.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190201 - file-2019-00078 - analysis_and_closure_report_resp-2019-00126.pdf].

Event description:
Reportedly, during the programmer software upgrade (smartview 3.00), an error message was displayed on the screen. The user click on abandon to cancel the installation. After restarting, the programmer remained blocked with a message indicating that the software integrity was uncertain.